Event description:
Litigation alleged the patient began to suffer pain, discomfort, uneven gait, a clicking sensation and elevated levels of chromium and cobalt since she was implanted with the asr hip. Subsequent medical testing allegedly revealed chromium levels of 3.6 and cobalt levels of 2.4.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Event description:
**Update** (B)(4) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information for the cup. An invoice was located identifying part/lot information for the head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.